Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that after unpacking, a balance middleweight (bmw) universal ii guide wire was noted to be broken. The device was not used and there was no patient involvement. Another bmw universal ii guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis with stretched coils. The reported break was unable to be confirmed. The noted stretched coils are most likely due to case circumstances during unpacking of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that there was inadvertent mishandling during unpacking and removal from the dispenser coil causing the damage, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.